Event description:
Caller tested 7.1 inr on the coaguchek xs system while a comparison lab returned as 4.3 inr. Customer's coumadin dose was lowered. Customer had a bloody nose at the time of the 7.1 inr result. After the lab, an urgent care employee packed her nose. No further treatment was required. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer advised that she used the remaining strips. There are no remaining strips to return. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.